Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker (pm) was in backup operation due to event queue overflow. Reprogramming was performed. Patient condition was stable.